Event description:
It was reported that medication did not come out upon priming while using bd micro-fine¿ needle pen. There was no patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: no chemical solution comes out when struck empty.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication did not come out upon priming while using bd micro-fine¿ needle pen. There was no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: no chemical solution comes out when struck empty.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.